Event description:
During surgery, when the surgeon used the drill it was noticed that the drill did not cut easily. Therefore, the surgeon changed the drill to the drill that was owned by the hospital.

Manufacturer narrative:
Additional information has been requested and if rec'd will be provided on a supplemental report.